Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, and a damaged battery compartment. Functional testing was unable to verify and duplicate the reported issue. The dso seal and battery compartment were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an occlusion error. It is unknown if there was patient involvement.